Event description:
It was initially reported by the nurse that the patient's magnet was not working properly. Patient has had the magnet for 5 years, but now it's not working. New magnet was shipped to the patient. Patient's old magnet had been disposed of therefore, could not be available for product analysis. No additional information was provided.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.